Event description:
The company representative reported that they are seeing the patient on (B)(6) at the doctor¿s office.

Event description:
At the patient¿s appointment on (B)(6), the company representative found the impedance check was normal. The patient was reprogrammed and has a greater than 50% reduction in pain.

Event description:
It was reported that the patient fell the 2nd week of (B)(6) 2014 on a friday on her hip and back at (B)(6). She had pain since in both of her hips. In the right, she was feeling ¿sciatic pain¿ all the way down her right leg. She also had groin pain in the right leg and it made it difficult and painful for her to walk. The patient went to the emergency room (ER) for the pain the saturday after the fall. An x-ray and CT scan of her hip were done. She was recommended to a neurosurgeon. It was noted that she was on oral oxycodone and the day of this report it did not touch the pain. The doctors recommended having the stimulation device and leads checked. Her back was sore. She was also taking predisone which helped some of the pain. She was told she had a contusion on the hip so she had been waiting to see if the pain would get better. Follow-up on (B)(6) 2015 determined that the patient had not yet seen her doctor or a manufacturer representative. A month later the patient reported that the fall was on (B)(6) and she went through a lot. The patient was in the ER and they thought she had broken a hip. Right away after the fall, the patient noticed it was hitting her sides instead of her hip and down her back. The pain that the patient was getting in her sides seems to be getting worse since a couple weeks ago. The patient has not used her therapy in the last couple of days because it seems to be getting worse. The patient¿s health care provider (hcp) told the patient to call the device manufacturer to request they readjust the therapy to see if it can resolved the patient¿s issue described. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 399930, lot# v045724, implanted: (B)(6) 2008, product type: lead. (B)(6)